Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge broken in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Patient reported "rupture" associated with right side device. Device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. The photograph(s) received of the device is unable to undergo visual analysis, due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode. Additional changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported "rupture" associated with right side device. Device remains implanted.